Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of clicking, popping, pain, swelling, inflammation, and damage to surrounding bone and tissue. Legal counsel for patient further alleged that greenish fluid with metal staining and a soft tissue mass were noted during the revision surgery on (B)(6) 2011. A review of invoice history confirmed both surgery dates and that the modular head and acetabular cup were removed and replaced with a biomet modular head and competitor acetabular components. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2011. Subsequently, it is alleged patient underwent revision procedure on (B)(6) 2011, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01571 & 1825034-2013-04544).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.